Manufacturer narrative:
A medtronic representative went to the site to repair the system and test the equipment. The rep repaired the system and the hardware passed the system checkout. The system was found to be fully functional.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Return requested. Replacement transformer shipped to site 04/05/2016. Medtronic investigation of returned suspect transformer finds that, as returned, the torroid had pulled free of the housing and was loose inside the housing. The power filter was also pushed out from the housing. Opening the housing revealed damage caused by the free movement of the torroid. The transformer was not tested for functionality due to the apparent damage. Physical damage - pieces broken. Hardware investigation was completed. This issue was found related to a hardware issue and was documented in a medtronic hardware anomaly tracking database. On 04/12/2016 a medtronic representative, following-up at the site, reported that when completing the isolation transformer replacement, he began to unplug the power switch from the old transformer while the navigation system was plugged into the wall and the system sparked and flashed and failed to turn on. Return requested. Replacement power cable shipped to site 04/12/2016. Suspect power cable has not been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported finding that a site's navigation system was missing the lug nut on the isolation transformer. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.